Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the optical distance sensor was out of calibration. (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the optical distance sensor was non-functional. There was no patient/user impact reported.